Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a stomach flu and experienced a low blood glucose level. Blood glucose level at the time of the incident was 58 mg/dl, which was treated with glucose tablets. Blood glucose level at the time of the call was 106 mg/dl. The customer stated that she had been experiencing low blood glucose levels for one week leading up to the call. The insulin pump was not replaced or returned for analysis.